Event description:
The device was returned with a note that the explant was normal and there were no reported problems.

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implanted on: 2005 (B)(6), explanted on: unk. Final analysis of the pump revealed a high battery resistance.